Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved.

Event description:
It was reported that the ventilator's touchscreen failed. The ventilator was being used on a patient at the time that the reported problem was discovered, however, there was no patient harm. Patient's information: age: (B)(6) years. Height: 172 cm. Gender: male. Weight: (B)(6) kg.